Manufacturer narrative:
This report is being submitted to relay device evaluation results and additional information. The following sections are being reported: h6: component code was added: 4755. H6: health effect impact code was added: 4624 and 4627 h6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. The reported event is non-verifiable following inspection of the returned device. Based on the evaluation, the device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 1238519. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1238519) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (functional-other) and the complaint is related to the functional performance of the product. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause is implant of inappropriate size. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that after the implant was placed, the patient had ringing in their ears and requested to remove it.